Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Premarket identification PMA/510(k) number k011028 and k013227. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that patient came to the clinic with crown mobility, doctor proceed to adjust the screw with torque 30nw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) a complaint history review by item number was conducted for the (ah20s) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event utilizing keyword loosening.

Event description:
No further event information is available at the time of this report.